Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that they were seen by their dentist who advised them to stop aligner treatment due to their tmj and their teeth not touching in the back. The only teeth that are touching when they bite is #5 and 28. They will now have to have braces to fix what the byte aligners did not.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.